Event description:
It was noted that the reporter was trying to determine function of ins. The patient's family wasn't aware of what it was for and the patient was confused and pulled her foley out. It was believed the patient may have had a uti (urinary tract infection). The reporter didn't believe the patient was using the stim therapy. The patient was in hospice care. If additional information is received, a follow up report will be sent.

Event description:
It was reported that the patient was dying, and they were in a confused state.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 3037 lot# serial# (B)(4), implanted: 2007 (B)(6), product type programmer, patient product ID: 3889-28 lot# v015868, implanted: 2007 (B)(6), product type lead. (B)(4).

Event description:
Additional information received from the health care provider reported that the patient had a "foley all the time."